Event description:
Additional information received from the patient reported that they had scheduled an appointment with a manufacturer representative to do some reprogramming and updating. The patient stated that it had always taken care of any issues that they may have had.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported their therapy wasn't providing as much pain relief as it used to. It was stated it was still helping provide some relief but not as much. They had tried making multiple adjustments, and it still wasn't helping as much. No falls or traumas were reported that could be related to the issue. However, the patient stated they had gone on a 3 week vacation, and there was a lot of walking and flying which was when they started experiencing their therapy working less for them. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.